Event description:
Procedure: low anterior resection. According to the reporter: a doctor pressed the green button with the cartridge articulated and with the jaw closed, and found no reaction of idrvultra1. None of green light was lit up. Even pressing another button, confirmed the same trouble was duplicated. Continued on (B)(4). By setting the same sulu on the manual stapler of egiaustnd, no problem was confirmed to perform the firing and the case was completed. No patient harm. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No reinforcement material was used.

Manufacturer narrative:
(B)(4). (B)(4) refer to the same case.